Event description:
It was reported the single use aspiration needle tip moves. The issue occurred during the diagnostic endobronchial ultrasound (ebus) biopsy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.